Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had air leak around the cuff. The customer indicated that the patient was re-cannulated.

Manufacturer narrative:
Evaluation summary: one sample of low pressure cuffed tracheostomy tube was received for evaluation. Along with the tube one size 8 inner cannula with integral 15mm twist lock connector (white) was received for evaluation. An inflation/deflation test was performed, using a syringe 15cc of air was applied to the cuff and it was observed the cuff deflated after five minutes, the sample was submerged into a container filled with water and it was observed the tube leaked near the snap head connector, the snap head connector was removed and it was observed the inflation line presents a cut, the failure mode leak at inflation line. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the cut in the inflation line. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.